Manufacturer narrative:
B3. Event date: used the first day of the month of aware date since there was no date provided. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 69.9cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. The device was soaked in a water bath for three days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture and shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres, the balloon ruptured. The device was removed and the mid part of the shaft broke off. The procedure was completed with another of the same device. There were no complications reported and the patient was fine.

Manufacturer narrative:
Event date: used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that balloon rupture and shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmopheres, the balloon ruptured. The device was removed and the mid part of the shaft broke off. The procedure was completed with another of the same device. There were no complications reported and the patient was fine.